Event description:
It was reported that the target lesion was mildly tortuous and moderately calcified. During the attempts to cross the xience prime stent to the lesion, blood was observed to be coming into the indeflator. The xience prime was retracted from the anatomy and the guide wire exit notch was noted to be torn. A new xience prime stent of the same size was implanted successfully. The physician stated that force may have been applied to the shaft during the attempts to cross, which may have contributed to the damage at the guide wire exit notch. There was no report of the xience prime stent delivery system (sds) meeting resistance with the guide wire. No significant delay in the procedure was reported. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The shaft tear was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: resistance may indicate a problem and the use of excessive force can potentially result in loss or damage to the stent implant and/or delivery system components. There is no indication of a product quality deficiency.